Event description:
It was reported that the patient died. The patient presented to the emergency department (ed) with perforated diverticula. The patient was admitted for medical therapy with bowel rest and IV antibiotics. On day 2, the patient became unarousable and a code was called. At the time of cardiopulmonary resuscitation(CPR) initiation, pulseless electrical activity (pea) was noted. After CPR of 8-9 minutes and administration of epinephrine and bicarbonate, patient¿s pulse was regained. The patient was transferred to the intensive care unit (ICU) where patient was noted to have anoxic brain injury per electroencephalogram (eeg). Interrogation of the implantable cardioverter defibrillator (ICD) at the time of the event revealed that the patient was in ventricular fibrillation for about 3 minutes before ICD recognized this and discharged. The patient was enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678 lead, implanted: (B)(6) 2013. (B)(4).